Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the hospital due to inappropriate shocks for supraventricular tachycardia (svt). Shocks were delivered due to true ventricular fibrillation (vf) appropriate detected in the vf zone before terminating back to supraventricular tachycardia (svt). During charge, the rhythm remained fast because the svt was falling into the ventricular tachycardia (vt) zone. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.